Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump buttons was not working. The customer blood glucose level was unknown. Customer stated that they were able to get past the load screen but then got stuck on the load. Customer declined the keypad anomaly troubleshooting. Customer stated that the screen was not frozen due to being able use the right and left button. Customer stated that then they filled another one and ran the rewind a load successfully. The device will not be returned for analysis.